Manufacturer narrative:
(B)(4). Initial 2 of 2.

Event description:
On (B)(6) 2016, the customer reported that she was returning the two freedom onboard batteries (s/ns (B)(4)) that were used by the patient when his freedom driver exhibited a fault alarm during onboard battery exchange that occurred on (B)(6) 2016. The medical device report for freedom onboard battery s/n (B)(4) is #3003761017-2016-00156. The freedom driver fault alarm was reported under medical device report #3003761017-2016-00076. There was no reported adverse patient impact. The freedom onboard batteries will be evaluated by syncardia. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4). Follow-up 2 of 2.

Event description:
On march 29, 2016, the customer reported that she was returning the two freedom on-board batteries (s/ns (B)(4)) that were used by the patient when his freedom driver exhibited a fault alarm during onboard battery exchange that occurred on (B)(6) 2016. The medical device report for freedom on-board battery s/n (B)(4) is #3003761017-2016-00156. The freedom driver s/n (B)(4) fault alarm was reported under medical device report #3003761017-2016-00076. There was no reported adverse patient impact. The freedom onboard batteries were returned to syncardia for evaluation. The investigation for freedom driver s/n (B)(4) (MDR #3003761017-2016-00076) determined that the driver performed as intended, there was no evidence of a device malfunction. The investigation for freedom on-board battery s/n (B)(4) (MDR #3003761017-2016-00156) determined that the onboard battery did not meet test acceptance criteria because of a damaged connector and intermittent communications. Onboard battery s/n (B)(4) was taken out of service. Physical inspection of onboard battery s/n (B)(4) did not reveal any abnormalities. Review of the onboard battery's smbus (system management bus) data did not reveal any abnormalities and all data values were within normal parameters. The onboard battery was functionally evaluated and met all performance testing requirements. The customer-reported issue could not be confirmed. On-board battery s/n (B)(4) will be returned to inventory. This failure mode posed a low risk to the patient because it would not prevent the freedom driver from performing its life-sustaining functions. In addition, the freedom driver is equipped with multiple redundant power sources (e.g., external power via ac power supply and car charger) and patients are provided with several freedom on-board batteries. Syncardia has completed its evaluation of this complaint and is closing this file.